Event description:
As reported: "the impactor shaft end sheared off inside of the impactor platform...during impaction. The case was completed successfully." Case type: tha as per the mps: "the impactor shaft was the only item that broke, it broke inside the intact platform."

Manufacturer narrative:
Reported event: it was reported that the impaction shaft was broken during impaction of the cup. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the device history records indicate (B)(4) devices were manufactured under lot no 32882 and accepted into final stock on 12/22/2015 and (B)(4) devices were manufactured and accepted into final stock on 12/23/2015. The rejected device was dispositioned as "return to vendor" per (B)(4) on 04/01/2016. The non conformance was unrelated to the failure in this investigation. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209830, lot number 32882 shows 04 additional complaints related to the failure in this investigation. The complaint (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. If additional information is received the complaint will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
As reported: "the impactor shaft end sheared off inside of the impactor platform...during impaction. The case was completed successfully". Case type: tha. As per the mps: "the impactor shaft was the only item that broke, it broke inside the intact platform".